Event description:
It was reported to philips that the azurion device software needed to be reloaded due a system failure. The device was inside clinical use at the time of the event. No harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that there was a system failure. The fse performed troubleshooting and reloaded the software and ordered new suite pc. After reloading, system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code was corrected.